Event description:
It was reported while stenting the sfa (entire length), several guide wires were used trying to go over the total occlusion. Resistance was felt during advancement. The physician was pushing and forcing the absolute to the lesion. When at the lesion the physician unlocked the stent and deployed it, and under fluoro it appeared that the stent had accordioned. The physician pulled the stent delivery system (sds) back to remove the stent and found that approximately one third of the stent remained in the pt (deployed) and two thirds of the stent was removed with the delivery system. Three stents were placed to complete the procedure in the sfa. No pt effect was reported.